Event description:
The angioguard's delivery and the stent placement (precise lot unk) were successful. When the physician tried to dock the filter basket into the capture sheath, the filter basket was no fully docked. However, the complaint product was withdrawn from the pt's body and the procedure was completed without further complications. There was no adverse consequence to the pt. The target lesion was the right internal carotid artery. The pt was male, age unk. There was mild calcification and heavy vessel tortuosity, the rate of stenosis was 90%.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.